Event description:
It has been reported that allura system did not boot up. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not starting up with the system. Troubleshooting actions revealed that the bios battery in the flexvision pc was discharged, causing the pc to not boot up. The bios battery has been replaced and the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact grid code was corrected.